Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing. The lead impedance was also noted to fluctuate from normal range to high. Additional information was subsequently received reporting the patient received inappropriate shocks, which were felt to be due to lead migration. The lead was capped and replaced. No further patient complications were reported as a result of this event.